Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the allergic skin reaction. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown. Omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that a skin irritation from the pod's adhesive causing the skin to get red, thicken, scaly, weak and sensitive had occurred while wearing the pod for an unknown duration. Patient visited the healthcare provider (hcp) at hospital beatrix and was diagnosed with allergic reaction to the sensor and the pod's adhesive. The patient first tried cavilon spray (3m) before each new pod application, but it was ineffective, so iv3000 (smith+nephew) under-bandages were provided instead. These helped slightly, but the skin remained weak and sensitive. A new pod was applied. Dexcom have been notified of the event.